Event description:
The patient experienced increased spasticity following a spinal tap (please see mfg. Report # 2182207-2006-02254). The baclofen dosage was increased to treat spasticity symptoms. The patient blacked out and drove his car into the ditch and hit a tree. The hcp determined that the catheter or pump was blocked as confirmed by a "pump study". The pump and catheter were replaced. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.